Event description:
An implant card was received indicating that the lead and generator were replaced on (B)(6) 2016. The lead impedance was marked as high. The explanted products were reported to have been discarded by the explant facility.

Event description:
A periodic review of the programming history database was performed which found that high impedance had been observed on (B)(6) 2015. The patient has been referred for replacement surgery due to the reported high impedance. No additional relevant information has been received and no surgical interventions have taken place to date.